Event description:
It was reported that the pulse generator exhibited output and sensing anomalies. It was also noted that the lead was loose in the header. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.